Event description:
It was reported that a malfunction with code 12 occurred, and the customer did not have a charging pad at the time. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code reappeared, which the customer acknowledged and understood.